Event description:
A center director reported that one day following lasik surgery, the patient presented trace striae and trace diffuse lameral keratitis (dlk) superiorly. A few weeks later the patient also presented with epithelial ingrowth. The patient reported improving blurred vision and light sensitivity. The topical steroid drops were increased, the corneal flap was lifted and rinsed, and a bandage contact lens was placed. In a follow up, the technician reported that the patient was going to have an evaluation by a second surgeon and that additional information will be provided once this occurs.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).